Event description:
It was initially reported that the vns patient had surgery where the device was explanted due to an unknown reason. Further follow up with the surgeon office revealed that the device was explanted due to neck pain and lack of efficacy. The explanted lead and generator were returned to manufacturer for analysis. Analysis of the lead is underway. Analysis of the pulse generator revealed no anomalies, and the device performed according to specifications. Follow up with the surgeons office indicated that the patient did appear to be uncomfortable, however, it was suggested that follow up be performed with the referring physician to obtain information regarding the severity level of the neck pain. Good faith attempts to obtain additional information from the referring physician have been made, but no additional information has been received to date.